Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA of the voluntary recall and gained concurrence of the customer letter prior to its distribution. On (B)(6) 2017, the voluntary recall was initiated. Manufacturing review: a lot history review was conducted and it was determined that a device history record review was not required. Investigation summary: one maxcore biopsy needle was returned for evaluation. The investigation is unconfirmed for the alleged failure to prime, as the device functioned properly under laboratory conditions and the reported event could not be reproduced. The device was able to prime, fire and obtain samples without issue. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event.

Event description:
It was reported that during a breast biopsy, the device allegedly failed to prime. There was no patient contact.